Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a firmware error. There was no report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A data log could not be retrieved because the receiver was unable to boot up. The receiver was also unable to communicate with the global communication tool. The reported event of a firmware error was not confirmed. A root cause could not be determined.